Event description:
Complaint description: a hospital nurse reported that a small piece fell off the distal end of a bronchoscope during a diagnostic bronchoscopy procedure. According to the attending pulmonologist, the small piece, approximately 1mm in size, fell into the pt's trachea and was seen lying on top of the mucosal surface. As the physician attempted to maneuver the piece, it disappeared. Since he was unable to observe the piece following the first siting, the pulmonologist assumed that the piece was suctioned out with the pt's secretions. A follow-up examination was not scheduled nor was an x-ray taken at the time of the occurrence, since the physician felt that the piece would not present an injury due to its small size. The pt had been in the intensive care unit prior to the procedure. The diagnostic exam, performed at bedside, was to determine why the pt was bleeding from a breathing tube inserted during a previous procedure. Siting and loss of the piece did not present add'l problem for the pt.